Event description:
Follow-up information revealed the physician decided not to revise the patient's drg lead. The drg system remains implanted.

Event description:
Follow-up information revealed no further interventions are planned at this time.

Event description:
It was reported experienced a loss of therapeutic stimulation from the scs system. X-rays revealed lead the patient's t7 lead migrated. A company representative met with the patient and reprogrammed using the patient's other lead. As such, the will undergo surgical intervention as the next course of action.